Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number - e2014015. Total number of events summarized - 5. Exair anterior -4. Exair posterior -1 - attachment: [fph otp asr feb-mar 2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated symptomatic grade 3 rectocele noted.